Event description:
Customer reported the alarm volume will not adjust to a higher level. The batteries have been replaced with a new supply and there is no visible damage to the outside of the alarm. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; initially there was no sound when weight was removed from the sensor and after pressing the volume button twice, a faint sound is heard but the alarm must be placed near the ear for the sound to be heard. Nurse call function works as it should. No other functional tests could be performed since the alarm does not sound as it should. Note: instructions for use state: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).